Event description:
When the irrigation was poured into the ((B)(4)) pitcher by the circulator, he noticed a shared of plastic flapping from the side of the container from the turbulence of the fluid. This plastic shard was not freely moving around in the container. No patient issues to report.

Manufacturer narrative:
On (B)(4) 2015, cardinal health initiated a corrective action of presource packs containing a 1200cc graduated pitcher. This action was taken after we received customer complaints informing us that in packs containing two or more of these pitchers (stacked inside each other) pitchers may have pieces of plastic broken off from the internal ribs of the body of the pitcher. A review of raw material inventory determined that the ribs of the pitcher were being damaged during transportation. The pitchers are shipped from the manufacturer nested and stacked in columns within a gaylord. During transportation, gaylords may be stacked on top of each other, placing a compression force on the pitchers. This force can add excess pressure, causing the tips of the ribs to crack and break off. A review of the DHR indicated three production & 1 quality inspections were performed. No defects or discrepancies were identified. As an immediate containment action, all raw material inventory was 100% inspected for damage. In addition, all packs containing two or more pitchers have been switched to an alternate design with no ribs and the corrective action mention above has been initiated.